Event description:
It was reported, the patient had an open circuit with the lead or extension. Impedances measured on any electrode pair that included contact "1" on the right-side implantable neurostimulator (ins) showed >40,000 ohms. All other contact combinations were within normal ranges. The patient was receiving partial stimulation, but it was "not working very well." The patient also had slight pain and discomfort local to the ins. X-rays were taken but were inconclusive, not showing any obvious breaks or fractures. Intraoperative testing was performed on (B)(6) 2012. Impedance tests were run on the lead using a physician programmer and alligator clips. All impedances were normal. It was noticed by the surgeon that the bottom "arm" of the extension had been slightly pulled out of the bottom socket of the ins. Impedance tested normally on the extension and lead together. The extension was reconnected to the ins and placed back in the surgical pocket. Impedances were tested again, all showing normal values. Post-operation, the ins was turned back on an d set to the original programming settings without problems. The patient was doing "fine" after the surgery.

Manufacturer narrative:
Product ID, 748240 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension product ID, 748240 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension product ID, 37642 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type programmer, patient product ID, 3387s-40 lot# v015431 serial#, implanted: 2007 (B)(6), explanted: product type lead product ID, 3387s-40 lot# v015431 serial#, implanted: 2007 (B)(6), explanted: product type lead. (B)(4).